Event description:
The customer reported that during a patient related event, their AED would not power on when the on/off button was pressed. The customer advised that they were able to retrieve another AED and continue care until the local ems arrived. The customer advised that the patient did receive a defibrillation shock from the second device and did survive the event. The delay in care was not known.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have retired the device and removed it from service. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.